Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that since implant on (B)(6) 2016 the patient has never experienced any pain relief. The medication was removed in (B)(6) 2017 and it was noted that the healthcare provider (hcp) did not put any saline in the pump. It was reported that the patient has been waiting for months to have her pump removed but the hcp is waiting on a device manufacturer representative. The pump was noted as causing the patient pain in her abdomen where it is implanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the patient was awaiting authorization to get the pump explanted. No further information has been reported as a result of this event.